Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided lot number 2006167. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, two picture samples were returned for evaluation by our quality engineer team. Through examination of the pictures, a large amount of silicone was observed on the upper side of the syringe in one picture. No issue could be identified in the second picture provided. The silicone oil is used to lubricate the inner part of the barrel and facilitate the movement of the plunger rod. The correct presence and quantity of silicone is evaluated in the routine manufacturing controls. It has been determined that a temporary issue in the siliconization process occurred, causing an excess of silicone to be applied, affecting the unit involved in this incident.

Event description:
It was reported that syringe 10ml ls emerald contained foreign matter. The following information was provided by the initial reporter: "unfortunately we have a complaint about the syringe 10ml emerald / 307736, our material number 307736. From batch 2006167, there are numerous syringes with some form of dirt / stains in the top part of the syringe. (Cosmetic?) "

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 10ml ls emerald contained foreign matter. The following information was provided by the initial reporter: "unfortunately we have a complaint about the syringe 10ml emerald / 307736, our material number 307736. From batch 2006167, there are numerous syringes with some form of dirt / stains in the top part of the syringe. (Cosmetic?) "